Event description:
It was reported that during balloon assisted procedure on the distal right peri callosal artery, the guidewire (subject device) likely perforated the a3/a4 anterior cerebral artery (aca) and led to hemorrhage. Thirteen-day post-procedure, the patient died. According to the physician, the guidewire caused hemorrhage; on computerized tomography (CT) imaging, hemorrhage felt small and death was due to respiratory failure, likely a primary lung issue.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information received from the physician, the respiration leading death was unlikely to be causally related to the stryker device. Patient vessel perforation and patient intracranial hemorrhage are known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. Outcomes attributed to adverse event: corrected: from death to other serious (important medical events). Executive summary: corrected: according to the physician, the guidewire caused hemorrhage; on computerized tomography (CT) imaging, hemorrhage felt small and death was due to respiratory failure, likely a primary lung issue. Type of reportable event: corrected from death to serious injury since respiratory failure and death were not related the the subject device

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during balloon assisted procedure on the distal right peri callosal artery, the guidewire (subject device) likely perforated the a3/a4 anterior cerebral artery (aca) and lead to hemorrhage. Thirteen-day post-procedure, the patient died. According to the physician, the guidewire caused hemorrhage, but death was due to respiratory failure.